Event description:
It was reported that this pacemaker recorded false positive pacemaker mediated tachycardia (pmt) and showed retrograde falling into refractory period, causing inappropriate mode switch. Reprogramming around blanking periods was recommended. The pacemaker remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.